Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no: 515003 batch no: unknown. It was reported that during use of the bd phaseal¿ injector luer lock n35 the n35/c45 seemed to be clogged when starting infusion. The following information was provided by the initial reporter: n35/c45 seemed to be clogged when starting infusion. The drug from secondary chemo bag was not pulling. Seemed like it was just pulling air. They changed n35 & c45 and everything worked fine.

Manufacturer narrative:
H.6. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure.

Event description:
Material no: 515003, batch no: unknown. It was reported that during use of the bd phaseal¿ injector luer lock n35 the n35/c45 seemed to be clogged when starting infusion. The following information was provided by the initial reporter: n35/c45 seemed to be clogged when starting infusion. The drug from secondary chemo bag was not pulling. Seemed like it was just pulling air. They changed n35 & c45 and everything worked fine.